Manufacturer narrative:
Investigation results: it was reported that right hip revision surgery was performed. During the revision, the hemi head and sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the stem. Similar complaints have been identified for the bhr cup. This will continue to be monitored. Similar complaints have been identified for the hemi head and sleeve. However, as the devices are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The clinical information provided, of adverse soft tissue reaction with osteolysis, synovitis and a soft tissue mass, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
*Us legal mdl* it was reported that a revision surgery was performed on the patient right hip on (B)(6) 2019. The revision surgery was performed due to severe pain, limited mobility, adverse local tissue reaction and elevated cobalt and chromium ion levels. Among the intra-operative findings and/or diagnoses there was an adverse local tissue reaction and fluid-filled pseudotumor. The patient outcome is unknown.